Event description:
New information received notes that the device was reprogrammed. Patient has not reported any other problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of inappropriate auto mode switching were observed during follow-up in clinic. Review of the patient's most recent remote merlin.net transmission revealed competitive atrial pacing. Programming changes were recommended. Patient management will be discussed with the physician.